Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30470731m number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During use when the left pulmonary vein (lpv) was ablated a cardiac tamponade was confirmed. Drainage (pericardiocentesis) was performed, and the patient recovered. The patient on follow up was reported to have fully recovered. The physician commented that I don't think that a product with good treatment and good prognosis is relevant. On follow up the physician¿s opinion on the cause of this adverse event: not related the product. Ablation settings and parameters were not provided. Reporter stated: no information and no further information will be provided. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.